Event description:
It was reported that during a primary surgery while using the standard long anatomic plate the surgeon put the screw in most proximal hole using a non locking cross pin screw. As the surgeon was 90% complete with tightening screw the head snapped off. Surgeon decided the screw was not sitting proud and left the screw in.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.